Event description:
It was reported the pt had experienced a loss of appetite and unwillingness to get out of bed since the implant of the scs system. The pt had requested for the system to be explanted. The sjm representative offered to meet the pt for reprogramming, however, the pt had declined to meet with the physician or obtain reprogramming. The pt reported she was not using the stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.